Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a blank screen on the ventilator. The customer reported there was patient involvement with no harm to the patient.